Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The alarm was confirmed during evaluation of the returned, involved homechoice device. The alarm occurred on (B)(6) 2014 at 07:14:09. As the cassette was not returned and the lot number is unknown, a cassette analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in line) alarm on the homechoice (hc) while connected, during dwell 6 of 6. There were two 6l bags and one 2l bag connected, with solution only in the final bag. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. Proper procedures, per the user manual, were reviewed with the reporter. There was no patient injury or medical intervention associated with this event. No additional information is available.